Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) lens was explanted due to the patient experiencing visual disturbance, unexpected post-operative refraction, unable to focus, and unable to drive at night. The lens was discarded. There was no incision enlargement or any other patient injury reported. Another lens (different model and higher diopter) was implanted as a replacement. Reportedly, the patient has recovered. No additional information was provided to johnson & johnson surgical vision.